Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department;the customer's report of "shut down" was observed during review of the device activity logs. The device was put through extensive testing including bench handling and functional stress testing without duplicating the report. The processor/bridge/pace board was replaced as a precaution. The customer's report of "defib disabled" was attributed to the processor/bridge/pace board. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately shut down after the second shock. Upon restart of the device, the device displayed a "defib disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.